Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) and inappropriate shock due to atrial fibrillation (af)/atrial tachycardia. It was recommended to discuss with the doctors regarding controlling the atrial rate with rate control medications as well as program the ventricular tachycardia (vt) zone to apply discriminators to the tachycardia decision. The patient had previous ventricular arrhythmias which had not been reviewed by the doctor. The health care professional (hcp) turned on the tachycardia mode to monitor only to ensure any potential future ventricular arrhythmias are stored on the device. The device was checked and all values were within normal range. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the implant date and initial reporter name, last name and occupation.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) and inappropriate shock due to atrial fibrillation (af)/atrial tachycardia. It was recommended to discuss with the doctors regarding controlling the atrial rate with rate control medications as well as program the ventricular tachycardia (vt) zone to apply discriminators to the tachycardia decision. The patient had previous ventricular arrhythmias which had not been reviewed by the doctor. The health care professional (hcp) turned on the tachycardia mode to monitor only to ensure any potential future ventricular arrhythmias are stored on the device. The device was checked and all values were within normal range.

Manufacturer narrative:
This report is being filed to correct the patient codes.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) and inappropriate shock due to atrial fibrillation (af)/atrial tachycardia. It was recommended to discuss with the doctors regarding controlling the atrial rate with rate control medications as well as program the ventricular tachycardia (vt) zone to apply discriminators to the tachycardia decision. The patient had previous ventricular arrhythmias which had not been reviewed by the doctor. The health care professional (hcp) turned on the tachycardia mode to monitor only to ensure any potential future ventricular arrhythmias are stored on the device. The device was checked and all values were within normal range.

Manufacturer narrative:
This report is being filed to provide the implant date.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) and inappropriate shock due to atrial fibrillation (af)/atrial tachycardia. It was recommended to discuss with the doctors regarding controlling the atrial rate with rate control medications as well as program the ventricular tachycardia (vt) zone to apply discriminators to the tachycardia decision. The patient had previous ventricular arrhythmias which had not been reviewed by the doctor. The health care professional (hcp) turned on the tachycardia mode to monitor only to ensure any potential future ventricular arrhythmias are stored on the device. The device was checked and all values were within normal range.